Manufacturer narrative:
The glidescope video baton 2.0 large, a glidescope core 10-inch monitor and a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope video baton 2.0 large and could not confirm the "intermittent image" issue. When the video baton 2.0 was connected to known, good, test equipment, the video image was normal. The camera image quality test was performed and passed. The glidescope video baton 2.0 large was returned to the customer. The technical service representative evaluated the returned glidescope core 10-inch monitor and no issues were found. The camera image quality test was performed and passed. The core 10-inch monitor was returned to the customer. The technical service representative evaluated the returned glidescope core smart cable and confirmed the image failure. The customer's core smart cable intermittently displayed a split screen and/or a frozen image when connected to known, good, test equipment. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to cable failure. Since no repair is available for the glidescope core smart cable, the customer's core smart cable was scrapped and a replacement was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, there was an intermittent image when the camera/cable were moved around. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.